Manufacturer narrative:
Added: d3 soft tissue necrosis/renal failure: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/patient-device interaction: the cause of hemolysis/patient-device interaction was most likely due to pump was not in proper position since clinical team confirmed hemolysis was resolved after repositioning of the pump. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 76-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci). History of known coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. Hemolysis was noted in the urine. The patient required continuous renal replacement therapy (crrt) for acute tubular necrosis (atn) that developed as a result of acidosis. Hemolysis resolved with repositioning, but crrt was necessary for renal failure. The patient survived to explant. Hemolysis may occur in the setting of purge-related anticoagulation requirements and device positioning. Renal failure and tubular necrosis may occur due to the patient¿s underlying renal insufficiency and severe acidosis in the setting of critical illness.

Manufacturer narrative:
Complaint coding has been updated to align with current definitions and more accurately reflect the reported event. E0303, e2327, e130501, f12, a01, and a150202 have been implemented. Health effect ¿ impact code f1904 has been removed, as it is no longer applicable.